Manufacturer narrative:
Information was received via published literature. Please reference literature at the following location: http://dx.doi.org/10.1016/j.injury.2016.05.019. This report will be amended when our investigation is complete.

Event description:
It is reported 25 patients experienced subacute symphyseal construct failure.

Manufacturer narrative:
No revision was indicated. No devices or photos were received; therefore, the condition of the components is unknown. The part and lot numbers are unknown. The devices are used for treatment. Compatibility could not be assessed and a product history search could not be conducted as the part and lot numbers are unknown. A definitive root cause cannot be determined with the information provided.